Manufacturer narrative:
The device was manufactured between 14feb2017 and 15feb2017. The actual device was not available; however, a photograph of a companion sample was provided for evaluation. During visual inspection of the received photograph, no defects were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Event date: (B)(6) 2017. (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clear link set was leaking at the proximal port of the y-site. This occurred with greater than 250ml/hr infusion rate. There was no patient injury or medical intervention associated with this event. No additional information is available.